Manufacturer narrative:
This report is being supplemented to provide information from the legal manufacturer's new investigation and a correction to e1 and the device evaluation results. Correction: the device evaluation results confirmed the customers allegation that the monitor could not be turned on to display an image due to a printed circuit (g1) board failure. The new investigation confirmed the monitor could not be turned on to display an image due to a printed circuit (g1) board failure. However, the specific root cause of the printed circuit (g1) board failure could not be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the monitor cannot be turned on occurred due to faulty printed-circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Additionally, the device evaluation found a printed circuit board was faulty and the liquid crystal display was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor would not power on. The issue was found during preparation for use in an unidentified, diagnostic procedure. There were no reports of patient harm.